Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted. Device received with pillowing keypad overlay, minor scratches on case and faded serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer stated that they saw red x on display. Customer stated that insulin pump was not drop or bumped and not expose to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.